Event description:
It was reported that after wearing the pod on the hip/buttocks area between 24 and 36 hours, the site was itchy, painful and irritated. The patient consulted the health care practitioner (hcp) who recommended to use a prescribed ointment (mupirocin) to treat the affected area.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.